Manufacturer narrative:
MFR media review: media inspection shows evidence of sheath damage and guidewire entanglement.

Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified left anterior descending artery (lad). The opticross hd imaging catheter was advanced to visualize the lesion after pre-dilating with a 2.00 semi compliant balloon. However, when the device was turned on live to image the proximal vessel, the diagonal branch wire was ripped out of the side branch and wrapped around the opticcross. The opticross was temporarily stuck on the wire. The physician was able to pull back the catheter on the main vessel wire with the side branch wire on it. The catheter and guidewire were removed intact from the patient's body. It was also noted that the thin sheath of the opticross catheter appeared to be ripped all the way up the back of the catheter and the transducer was exposed. The procedure was completed with another of same device. No patient complication was reported.